Event description:
It was reported that the lead integrity alert triggered for the right ventricular (rv) lead. The rv lead had elevated short interval counts and oversensing. Lead programming changes were planned for the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant meidcal products: d154awg, implantable cardioverter defibrillator, 2007-(B)(6); 5076-52, implantable pacing lead, 2007-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.